Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the material of the connection between the three valve catheters is rough, and the edges are not smooth, which resulted in the patient being found to have damaged skin during maintenance. No other information provided, at this time. This event occurred five times, this report is for all five events.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged catheter is inconclusive due to the state of the returned sample. One photograph of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed the catheter inserted inside a patient. Use residue can be observed on the sample in the returned photograph. No details of the damage described was observed. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the material of the connection between the three valve catheters is rough, and the edges are not smooth, which resulted in the patient being found to have damaged skin during maintenance. No other information provided, at this time. This event occurred five times, this report is for all five events.